Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer on (B)(6) 2017, the customer indicated that she sterilizes the breast shields before use based on the directions on medela's website and she cleans the equipment after each use, using a paper towel to dry. She stated that she visited a dermatologist and, based on the area affected by the rash, the doctor determined that she is likely allergic to something in the breast shields. She was prescribed prednisone and fluocinonide and indicated that the rash was getting better. She stated that she is pumping less right now, but does plan to try the replacement pump. Reported issues of rash were investigated under in (B)(4), which determined the root cause to be potential for the product, after it is opened, to come in contact with environmental allergens, lotions or creams, and cleaning solutions that may cause an allergic reaction or irritation. Such root cause is not a product malfunction or a deficiency in information available to the user.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that she may be allergic to the breast shields she was using with her pump in style breast pump. She indicated that she started to get a rash 1-1/2 weeks ago and wanted to know what material the breast shields are made of.